Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4 reference MFR report: 1627487-2014-02401 reference MFR report: 1627487-2014-02402 reference MFR report: 1627487-2014-02403 follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced and the patient's stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4, reference MFR report #1627487-2014-02401, 1627487-2014-02402, and 1627487-2014-02403. It was reported the patient is unable to communicate with her scs ipg with either charger or patient programmer. The patient stated she has been dealing with other medical issues unrelated to her scs system for the past four months and she does not recall when was the last time she recharged her ipg. A sjm representative met with the patient and determined the patient's ipg battery is depleted and the ipg inoperable. Additionally, it was reported, the patient was experiencing pain at her scs system implant sites. Surgical intervention may be undertaken at a later date to address the issues.